Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2367, which occurred on the homechoice pro during use during drain 3 of 3. The patient was connected. The patient had received a se 2240 (air in set) prior to the se 2367. The baxter technical service representative (tsr) explained both alarms and had the patient close the clamps and cycle the power to clear them. The tsr reviewed the proper procedures per the user manual with the patient. The tsr then advised the patient to discard the supplies, and finish therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the se 2240. The patient stated they did not notice any visible damage or abnormalities with the supplies in use and could not determine how air might have got into the lines. The patient spoke with their nurse about the alarm and has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of a companion device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Upon completion of due diligence, the companion device was no longer available for evaluation. This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.